Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical was unable to confirmed the customer's reported issue. Ventilator passed 120 hours of extended test at the customer settings without any error. Unit passed initial final test using automated testing fixture which test the total functionality of the ventilator. Passed initial alarm volume test with no restriction. Process ventilator through service to meet all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator has high variance in the tidal volumes delivered. As of this time there is no information about patient involvement associated with this reported event.